Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had venaseal bilateral procedures carried out on the (B)(6) 2018. It was reported that the patient complained that lymphedema appeared post the procedure along with vaginal spotting and bilateral leg pain in the area where the venaseal catheter was used. It has been reported that the patient is non-complaint with post procedure venaseal treatment and will not attend physician's office. Patient has not returned to office since(B)(6) 2018. Lymphedema therapy is currently ongoing.